Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr  determined that the front panel assembly needed to be replaced due to water damage. The device was calibrated and restored to manufacturer specifications.

Event description:
The customer reported that their vela ventilator's screen became frozen and would not respond to touch while in use with a patient. The customer reported that there was no patient harm and the device was taken out of service.